Event description:
It was reported to medtronic minimed that the customer passed away on 12-jul-2025. The customer's daughter reported that the customer experienced high blood glucose of over 580 mg/dl and had an emergency room visit. The cause of death was due to lung failure. The customer also reported that the pump was dropped while the customer was being transported to the hospital. The last known product(s) for the customer are as follows: mmt-399a, mmt-332a, mmt-1715kl. Troubleshooting was performed and the functionality of the pump was affected. The customer was wearing the pump at the time of passing. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. The customer had to be hospitalized due to health complications, lung and heart failure, diabetes diabetes-related issues. Mmt-399a, mmt-332a and mmt-1715kl are not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.